Manufacturer narrative:
A ge service representative performed an on site investigation. The reported malfunction may have resulted in a possible accidental radiation occurrence. The system was re-calibrated and operates as intended.

Event description:
The customer reported that the physics tests identified a need for re-calibration. No patient injury was reported.